Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported issues could not be determined in this complaint. It should be noted as per the instructions for use for mitraclip gen 4 state: ¿do not deflect the sleeve tip more than 90 degrees as device damage may occur." The user error/ improper or incorrect use appears to be related to user curving the cds more than 90 degrees; however, it cannot be definitively confirmed if this user error has contributed to the reported issue. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The clip will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and a good grasp was obtained. However, the clip opened when establishing final arm angle (efaa). Troubleshooting was performed multiple times but was unsuccessful. A new cds was used to complete the procedure. One clip was implanted reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.